Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they experienced hypoglycemia with blood glucose value of 2.7mmo/l. The customer was treated with glucose tablets and food for low blood glucose level. The device will not be returned for analysis. Frn-unk-rsvr, unomed inf set.